Event description:
It was reported the insulin pump alarmed ten different times. Customer's mother did not know customer's blood glucose level. Customer's mother stated the device rewinds then alarms. Customer stated the alarm did not occur during the rewind or prime sequence. Alarm was cleared. Customer's mother was advised to disconnect and reconnect reservoir from the device. Temp basal was not programmed before the alarm. Alarm and possible causes were explained to customer's mother. No further information reported.

Manufacturer narrative:
The pump was received with a motor error alarm during rewind due to a motor encoder signal out of phase. The pump also had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.